Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (dose, programmed amount unknown). The device was programmed to deliver levetriacetam at 1500/100ml and when the pump showed infusion complete there was still some medicine left in the bag. The user added 10cc more volume to be infused and noted the measurement from the top of the bag to the middle of the pump and it was 28 inches. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported levetiracetam 1500/100ml infusing then pump showed complete but there was still some medicine left in the bag.. Added 10cc more volume to be infused. Checked the measurement from the top of the bag to the middle of the pump. The cause was determined to be the pressure plate travels were out of adjustment. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.